Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was noted that there was a non-sustained right ventricular oversensing episode. Technical support was contacted and they believe that the event was due to post-paced t-wave oversensing or fusion/pseudofusion beats. Device reprogramming was conducted to resolve the event. The patient was stable with no consequences.